Event description:
Snare malfunction during endoscopy case, snare inserted in patient but would not open. While examining device, it was noted that 1/3 of the wire on the plastic sheath has moved down which prevented the loop from opening. Snare removed without incident and another snare was used.